Event description:
(B)(4). (B)(6) 2013 first coil placed. Couldn't get the second one in place at that time. (B)(6) 2013 second coil placed. Debated on having the second one placed because the first one constantly hurt. But against my better judgement did it anyway. My stomach had a rash on it. My left leg and foot kept going numb. I fell several times because of my leg. I would bleed 2-3 weeks at a time. Stop for two days start again. Sex was out of the question. It hurt way to bad. Started having vertigo. My lymph nodes were sore and swollen in my legs. I felt terrible, headaches, fatigue. Felt like I had mono. My immune system today is still a 2.7. Went to my family dr. Because my ob dr said the essure had nothing to do with my problems. My family dr. Tested me for lymph node cancer. It came back negative. My family dr. Said he felt like my body was rejecting the coils. I asked if I could go to a different ob dr. He told me no one would want to be responsible for the issues I was having. I would have to go back to my ob dr. I wanted my tubes tied. I have epilepsy. Started having them after having my second baby. Recently remarried and wanted permanent birth control. My ob dr said this was the better option for me. Less down time. Had a hysterectomy (B)(6) 2013, 3 months after first coil placed.